Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad not working on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the buttons were hard to press and would sometimes stick. The customer mentioned that they were in and out of the hospital for liver disease but the caller did not mention the time and date of the hospitalization. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self-test. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.